Manufacturer narrative:
Batch review performed on 20 march 2025: lot 05-1567: (B)(4) items manufactured and released on 17-jan-2006. Expiration date: 2010-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a revision surgery was performed approximately 18 and a half years after primary implantation of a tha due to stem loosening. The available x-ray images clearly reveal signs of mobilization around the stem. Additionally, the available image does not seem to show any residual ha, suggesting it was previously in contact with the bone and naturally resorbed during bone remodeling. Likewise, the absence of bone residue in the image indicates that stem loosening may have occurred afterward. Aseptic loosening is a well-documented adverse event in the literature following primary cementless hip arthroplasty, particularly over long periods. Its underlying causes often remain unknown, and even in this case, they cannot be definitively determined. Analysis performed by r&d manager: looking at the images attached to the complaint it is visible the explanted stem. Looking at the stem body the titanium substrate material is visible, covered with patient blood. It seems that the ha coating has been absorbed by patient bone. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to distal stem loosening at 18 years 7 months from primary.